Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the charger was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the shorted transistor. The patient rec'd a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not working. The patient was issued a replacement battery charger/modem.